Event description:
The affiliate stated the customer reported erroneous, over range (ovr) flagged thyroid-stimulating hormone (tsh) result for one patient involving the unicel dxi 800 access immunoassay system. The patient¿s sample was diluted 1:5 and retested two times on the same instrument and recovered lower results within the normal reference range. The sample was then retested neat on an alternate unicel dxi 800 system and recovered a value within the normal reference range. The erroneous result was not released out of the laboratory. There was no patient impact associated with this event. The patient¿s sample was collected in 10 ml vacutainer lithium heparin tube and centrifuged at 2,600 rpm (rotations per minute) for six minutes, at 22 degrees celsius laboratory temperature. The customer stated quality control (qc) was within the laboratory¿s established limits prior to and following the event. A review of qc data supplied by the customer indicates all three levels of qc were performing acceptably [within ±1.1 sdi (standard deviation) of the laboratory¿s established limits] on the day of the event. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.

Manufacturer narrative:
The field service engineer (fse) identified a misalignment of the reaction vessels (rvs) in the wash carousel which caused the rvs to produce dust and shavings from friction. The fse corrected the misalignment. The fse completed a high sensitivity system check, which failed due to worn peristaltic pump tubing. The fse replaced the tubing and resolved the issue. The fse completed high sensitivity system check, which passed within specifications. Instrument verification indicated the system performed to performance specifications. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation.